Event description:
New package of b-d microfine u-100 insulin syringes #328412 taken from shelf was previously removed from the box (box was discarded previous to event). Pharmacist rec'd puncture wound to right middle finger. Syringe package contained a syringe with a needle protruding from under the cap. MFR was notified. Request to ship product to their qa was completed. Pharmacist did thorough hand washing immediately after puncture.